Event description:
The customer contacted physio-control to report that a patient incurred a CPR related laceration/perforation after receiving both manual CPR and CPR by a lucas device. The patient received operative repair and was taken to the ICU in critical condition. The patient later expired.

Manufacturer narrative:
Section f6 of the initial medwatch report indicates: blank. Section f6 of the initial medwatch report should indicate: 12/17/2019.

Event description:
The customer contacted physio-control to report that a patient incurred a CPR related laceration/perforation after receiving both manual CPR and CPR by a lucas device. The patient received operative repair and was taken to the ICU in critical condition. The patient later expired.

Manufacturer narrative:
Physio-control evaluated the customer's device and found no issues with the device. Proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. This type of injury is common during manual CPR, however the clinical review performed was unable to determine if the laceration/perforation was caused by manual or mechanical CPR.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Patient fields in which information is not provided were intentionally left blank. A clinical review of the event was performed and it can not be excluded that the use of the lucas device may have contributed to the cardiac perforation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that a patient incurred a CPR related laceration/perforation after receiving both manual CPR and CPR by a lucas device. The patient received operative repair and was taken to the ICU in critical condition. The patient later expired.